Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector was set to the alternate vector. The clinic reprogrammed the sensing vector, but the smart pass feature kept programming itself off due to the low amplitudes. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.